Event description:
It was reported that an asymptomatic patient presented in clinic for follow up where post-paced t-wave oversensing on a stored egm was observed. The patient did not receive therapy. The issue was resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.